Manufacturer narrative:
Ge healthcare has initiated a root cause investigation which is ongoing. A follow-up report will be submitted when the investigation has completed. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2019, the ge field service engineer (fe) was replacing an ots (overhead tube suspension) counterpoise on a discovery xr656 fixed radiographic device at (B)(6). During replacement of the counterpoise, the fe-> ( s right hand fourth finger was caught between the release tool and the drum frame, resulting in a laceration requiring eight stitches.

Manufacturer narrative:
Ge healthcare's investigation has been completed and the cause of the injury to the ge field engineer (fe) was due to a servicing error. This injury occurred while an fe was installing the release tool while installing a new counterpoise. While installing the release tool, the drum cannot rotate unless there is an external force applied. For this scenario, as the fe was installing the release tool, there hand/finger touched the drum and caused drum rotation that lead to the finger pinch. As a correction for this incident, retraining was made with the fe reminding them of the cautions/warnings within the product labeling regarding this hazard. No further actions are needed.